Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/05/2025, the user reported that the connector piece detached from the ilet device. The user attempted to reattach it after performing a rewind but was unable to lock the connector in place, as it would freely spin. The user replaced the connector with a new one and was able to attach it without issue. Insulin delivery resumed normally. No damage was reported to the connector, and the user did not recall whether the connector was freely spinning during the earlier supply change. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.